Event description:
The user facility reported that during a patient procedure, the head section of their steris 4095 surgical table began to tilt down without being commanded to do so. No report of injury.

Manufacturer narrative:
The investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available.